Event description:
It was reported that this right ventricular (rv) lead was capped due to out-of-range impedance values, with pacing lead impedance (pli) greater than 3000 ohms and shock lead impedance (sli) over 200 ohms. During evaluation, a sudden drop in shock lead impedance below 20 ohms was observed, accompanied by mechanical noise. The lead behavior shifted abruptly after a period of stable measurements. A lead fracture is suspected but not confirmed. No additional adverse patient effects were reported. A new lead was successfully implanted.

Event description:
It was reported that this right ventricular (rv) lead was capped due to out-of-range impedance values, with pacing lead impedance (pli) greater than 3000 ohms and shock lead impedance (sli) over 200 ohms. During evaluation, a sudden drop in shock lead impedance below 20 ohms was observed, accompanied by mechanical noise. The lead behavior shifted abruptly after a period of stable measurements. A lead fracture is suspected but not confirmed. No additional adverse patient effects were reported. A new lead was successfully implanted.